Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed the defibrillation test. There was no patient involvement.

Manufacturer narrative:
H10: the field service engineer cleaned and reseated the cable connection and placed the device back in service. The device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.